Event description:
In 2008, the patient reported that he changed his insulin cartridge the previous day and now had an air bubble in it. He was assisted with priming the bubble out of the insulin cartridge. He stated that he uses insulin at room temperature. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.